Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
It was reported to vyaire medical that the 3100a ventilator oscillator overheated while on a patient. The customer stated that the patient was removed from the unit and transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.